Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 108" and "defib fault 78" messages. Complainant indicated that there was no pt involvement in the reported malfunction.